Event description:
It was reported that the image on the monitors of the 9800 system are poor. There was no report of pt injury,

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced and calibrated the monitors. The system was tested and found to be working as intended and placed back into service.